Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tape had detached before hospitalization. Further, the product was not adhering because the patient left the set for too long. At the time of the incident, the patient's blood glucose level was 20 mmol/l, had ketones and low heart rate which the patient tried to treat it with needles. The infusion was changed on (B)(6) 2020. Consequently, on (B)(6) 2020 the patient was hospitalized due to diabetic ketoacidosis and low heartbeat for which injections and pacemaker was installed as corrective treatment. Reportedly, (B)(6) 2020 the patient was released from the hospital. Currently, the patient's blood glucose level was 8.0 mmol/l. No further information available.